Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 450 mg/dl. Customer reported that they had high blood glucose of 302 mg/dl and 313 mg/dl on (B)(6) 2018. Customer continued high blood glucose with 261 mg/dl. Customer¿s current blood glucose is 261 mg/dl. Customer reports they have contacted their healthcare professional regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Customer was off the device prior to hospitalization for less than 48 hours. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.